Event description:
Information was received indicating that four days following use of a smiths medical jelco® IV catheter was cut off and remained in the patient upon removal. It was noted that the internal part had remained in the patient. The retained catheter was surgically removed, and the patient recovered. There were no further adverse effects.

Manufacturer narrative:
One catheter was received for evaluation. Visual inspection of the device found it to be cut at 2.82 mm from the hub nose, and the remaining part of the catheter is twisted and crushed. The severed area is noted to be smooth and squashed. Visual inspection of the device has confirmed the reported customer complaint. It is improbable that such type of damage may have been originated during the manufacturing process, considering that critical parameters are 100 percent controlled during the different manufacturing phases. The problem source has been determined to be user interface; product appeared as though catheter was cut off with a clear cut by a pair of scissors.

Manufacturer narrative:
B3 was updated to reflect event date.